Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs) during a transfemoral transcatheter aortic valve replacement with a 20mm sapien 3 ultra resilia valve, when doing valve alignment using the fine adjustment, there was not good visualization and the valve was over aligned, and so it was decided to remove the system while attempting to remove the 20mm commander delivery system (ds) with valve the valve came off the ds and was deployed in the abdominal aorta. A second system was prepped, and a 20mm sapien 3 ultra resilia valve was then successfully placed. The patient is in stable condition.